Event description:
Infusion pump with a failure code 807:01. The facility representative had stated that no pt incidents have been reported since the last baxter svc event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.